Manufacturer narrative:
Intuitive surgical received the instrument associated with this complaint and has completed its evaluation. Failure analysis was unable to confirm the customer reported complaint of does not respond to robot. The instrument was tested and found to have no recognition issues. However, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci assisted procedure, the pk dissecting forceps instrument was observed to be unresponsive to the robot. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.